Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Additional information indicated that the patient's status was "fantastic". The patient's evaluation based on the ashworth scale was noted to be 1-2's, and it was stated that the patient had "very little pain on half of what he was getting". No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Event description:
It was reported that patient's pump, a 40ml pump, at the last refill was filled with 20ml; however, the pump programming was updated as 40ml. Patient began to have withdrawal symptoms when the pump ran empty. It was added that no alarms were heard as pump was "incorrectly updated to have more than was actually put in at time of refill". Patient was admitted to the hospital with symptoms of sepsis especially fever, altered mental status, return of spasticity/increased spasticity when refill error was noted. As of the date of this report, patient was to be transferred to the hospital where his pump was managed prior. Patient's dose was previously approx 1000mcg/day. The healthcare provider (hcp) planned to refill patient and restart at approx 500mcg/day and follow-up in a few days to titrate as needed. Patient status at time of this report was indicated as "alive - no injury/no adverse event". Drug delivered via the device was gablofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Programmer: model: 8840 serial# unk; catheter: model: 8709sc serial# (B)(4), implanted: 2011-(B)(6), explanted: unk. (B)(4).